Event description:
During a coronary treatment procedure to implant a drug-eluting taxus express2 stent, advancement and removal difficulties were encountered. The physician was attempting to stent a lesion in the proximal portion of a saphenous vein graft when he experienced difficulty pushing the mounted stent to the lesion. He also noted difficulty when attempting to withdraw the stent. On visual inspection of the stent, it appeared the struts on the distal end of the stent were not well attached to the balloon. A second stent was used and the procedure was successfully completed. The pt status is "good". No pt injury or complications were reported. Attempts have been made to obtain add'l info, however no info is available at this time.